Manufacturer narrative:
The distal setup joint (dsuj) has been returned and evaluated by the failure analysis team. The dsuj was analyzed and the error was confirmed to have occurred in the field via logs, but was not replicated in house.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer confirmed that the system worked after restart and that they would continue using system. The fse replaced the distal set up joint (dsuj) due to the repeated recoverable fault on arm#1. The system was tested and verified as ready for use. Isi has not received the dsuj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the system had repeated recoverable fault on arm#1. Prior to the calling technical support, the customer disabled arm#1 and continued using 3 arms only. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found several occurrences of errors indicating an issue with the 12 volts to the universal surgical manipulator (usm). The procedure was completed with no reported injury.